Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted.

Manufacturer narrative:
Several attempts were made to obtain more information and retrieve the explanted product; however, they were unsuccessful. If the product is returned at a later date, it will be analyzed and an amended report will be filed